Manufacturer narrative:
The 3.5 x 28 mm promus (lot 8122264), indicated is being filed under MFR# 2024168-2009-00776.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: failure to cross requiring medical intervention. Device issue: failure to cross. It was reported that after pre-dilatation, a xience v was implanted in the distal rca and a 3.5 x 28 mm promus was implanted in the mid rca (with an overlap). When the promus balloon was deflated, a small perforation was observed. It was thought that when the promus was deployed, it pushed a small spiculum of calcium through the vessel wall. An attempt was made to treat the perforation with a 3.5 x 16 mm graftmaster, but it would not cross. When the graftmaster was removed, the stent was observed to be damaged. Post-dilatation was performed and a 3.0 x 16 mm graftmaster was deployed inside the promus. The finished angiographic result was good, with no residual stenosis and no perforation. The patient was given multiple doses of IV labetalol for severe hypertension. Three hours post-procedure the patient experienced low blood pressure and cardiogenic shock. This was treated with fluid bolus and dopamine, and resolved within 24 hours of procedure. No additional event or patient information is available.